Event description:
Medtronic received information that no com pump to xmtr-unresolved occurred. There was no adverse impact or consequence reported as a result of this event.

Manufacturer narrative:
(B)(4). S/w 6.7v retainer ring=black case type=ngp on (B)(6) 2022 customer called in with the following concern: customer reports loss of communication between pump and transmitter. P-cap locked in place properly during testing. Unit passed displacement test and self test. Unit was downloaded successfully using (thump software). Unit was programmed with test transmitter link (guide link). No transmitter anomalies were noted. Pump pair device feature connection is working properly.bg value was properly transfer from transmitter to pump. During download review, pump error 53 was recorded on 07/22/2022 file number: 2002 2002 14, line number: 1541 1541 1232. Pere software engineer log error 53 was cause by ipc problems. Unit was cut open and perform a visual inspection to connectors and electronic assemblies. All connectors were plugged in properly and no moisture damage noted. Isolate to electronic assembly. Unit also received with cracked case (battery tube) and cracked battery tube threads. In conclusion, customer allegations for transmitter anomalies were not confirm during testing. Unit and transmitter communicated properly during testing. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.